Manufacturer narrative:
The reported event of a sensing issue was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited poor sensing issue. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2022. The patient was stable throughout the procedure.